Manufacturer narrative:
Evaluation: the quickdraw 22 fr. Cannula along with the dilator returned to edwards and were evaluated by quality engineering. The catheter and returned dilator were visually inspected and no surface defects were noticed. Tip maximum ID is to be 0.250 inch; however the tip of the returned catheter measured 0.254 inches. Also there was a gap visible between the tip of the cannula and the dilator. This gap measures at 0.006 inches. The diameter of the dilator returned with the cannula was found to be within specification. This gap/clearance is found to be acceptable. A device history record review was performed and there was one non-routine nonconformities observed for this lot. However this nonconformance did not lead to the reported event. The root cause of this non conformance can be attributed to unclear procedure that was used in the manufacturing of the soft tip. This procedure has been updated and operators were trained to this updated procedure. A CAPA will not be initiated at this time. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
As reported by sales rep: on ((B)(6) 2011) in (B)(6) there was a product issue with a quickdraw22 cannula. The internal dilator was noticeably smaller than the lumen on the venous cannula and thus would not allow the quickdraw to smoothly transition over the dilator for position in the vein. The surgeon could not facilitate entry of the quickdraw. He had to abort femoral venous cannulation and proceeded with direct venous cannulation through the thoracotomy incision. No patient injury occurred.

Manufacturer narrative:
Device has been received and is currently under evaluation.